Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The cause of the peritonitis was initially thought to be due to a break in aseptic technique which was later clarified to be an unknown cause of the event. The same day as event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin, clavulanate potassium, cefazolin sodium and amoxicillin infusion for the event (no further details). On an unreported date, reported as ¿late¿ in the month following hospital admission, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.